Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and the battery gauge was observed to be fluctuating. In addition, it was reported that the wake button was unresponsive. There was no reported impact to customer¿s blood glucose level. Customer declined troubleshooting and follow up with tandem technical support.